Event description:
Revision of right knee due to loosening of tibial components, baseplate and stem. As per the sales rep on (B)(6) 2015: both the baseplate and stem were loose.

Manufacturer narrative:
An event regarding loosening involving a triathlon stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were received for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of right knee due to loosening of tibial components, baseplate and stem. As per the sales rep on (B)(6) 2015: both the baseplate and stem were loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.